Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 10 apr 2018 medical records received. After review of the medical records for MDR reportability, the patient had a right knee revision due to aseptic tibial loosening, pain, and instability. Loosening was at unknown interface and depuy cement x2 was used.